Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was provided for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a pressure test and a helium leak test. The instrument was delivered in a leak-proof condition. Based on the conducted investigations no manufacturing related root cause could be determined.

Event description:
A passeo-18 balloon catheter was chosen for treatment. The balloon ruptured. The device was discarded at the hospital. No further information is available.